Event description:
The customer called to report that they were hospitalized for dka. It was stated the alarm history reveals two different alarms after the battery was changed. The customer indicated that they rewound and reprogrammed the pump. Also the customer mentioned that they do not remember seeing numbers increasing during the last bolus attempted a month before the admission. The customer informed that they had since reverted to back up plan. The last bgs were treated with manual injections.